Event description:
The customer reported that during a dcp procedure, the balloon catheter was "defective". Another catheter was used to complete the procedure without any compications. The complaint sample was saved and will be returned to quest for evaluation. The device is packaged in a kit. Lot 23792. The part number of the device that allegedly failed is ldc315, from either lot 23678.04t or 23373.07s. This MDR will be filed on the lcd315 code.